Manufacturer narrative:
The local field representative has been contacted for additional information. Should any further information become available, this report will be updated accordingly.

Event description:
Boston scientific received a letter from a patient detailing his suspicions that a previous employer is plotting his death; he believes his implanted pacemaker is being used as an instrument in the crime. The patient reports that his pacemaker was illegally and inappropriately reprogrammed to cause him harm. It is also reported that the data was intentionally erased by a person posing as a representative for boston scientific and that medical records have been falsified. He states device reprogramming has caused him to feel poorly (i.e., light-headed and short of breath) and has resulted in multiple heart attacks. He believes the pacemaker is defective and has caused his heart rate to drop in the 30 bpm range, even though device checks have confirmed normal function. The patient also suspects his device was re-used from another living patient. Boston scientific has no record adverse patient effects relating to the performance of the device.

Event description:
--

Manufacturer narrative:
The local field representative contacted the clinic and was informed that the patient is no longer followed there. The field representative was unable to obtain any further information in regards to the patient's allegations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.